Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad trace. No weak battery or numbers ramping up on its own or scroll bar moving with no input was noted. No moisture damage on electronic assembly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error and weak battery from the insulin pump. The customer's blood glucose reading was 183 mg/dl. The customer stated that he tried to give a bolus and the numbers started ramping. The customer took the battery out and received a weak battery alarm. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer was unsure if a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.